Event description:
It was reported to boston scientific corporation that the implantation procedure was completed with no complications to the patient. On a follow-up visit on (B)(6) 2010, the patient presented with some granulation tissue and was treated with silver nitrate. Reportedly, the patient exhibited a "rectal opening" which was the same size as before, and was advised to use estrogen cream. On a follow-up visit in (B)(6) 2010, there were no reported issues. The patient returned for another follow-up on (B)(6) 2011. She exhibited great anterior/apical support and there were no issues. Reportedly, no medical intervention is planned for the patient, who is fine.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown.